Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patients lead was defective and that the wires were exposed. It was also noted that the patient suffered from burns.